Event description:
It was initially reported on (B)(6) 2014 that the patient never had therapeutic effect. Stim hadn't been working for last 5-6 years. The ins had been shut off. The patient hadn't had insurance in 5 years so she had not followed up with the hcp. When she had insurance she saw hcp and was reprogrammed at least 2 times. The patient confirmed ins didn't work since implant. The patient has insurance again and will be seeing hcp tomorrow to discuss possible explant. The hcp may want to try reprogramming. Another reason why the patient wanted the ins explanted was because the ins was so close to the surface that she hits or bumps it and the area around the ins was constantly getting bruised. Additional information received on (B)(6) 2014 noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment date was noted as (B)(6). (B)(6), they were taking the box out.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3889-33, lot# v008923, implanted: (B)(6) 2006, product type: lead; product ID 3889-28, lot# j0527273v, implanted: (B)(6) 2006, product type: lead. (B)(4).